Event description:
Phlebotomist reported using the push button blood collection set to perform a venipuncture on a (B)(6) patient. After the blood draw, she was due to retract the needle but the needle did not retract. She covered needle with a swab of cotton wool and withdrew from patient. She then received a needle stick which drew blood. Her hospital's procedure for this type of incident was followed and she received (B)(6) and (B)(6) vaccinations along with (B)(6) prophylactic medication. No additional treatment was given since the laboratory results from all the tests which were performed were negative.

Manufacturer narrative:
Evaluation summary: regulatory compliance received a needle stick injury report where the push button blood collection set was identified as causing the injury and the lot number was given as 8079821. The customer indicated that there were no samples available for testing. A complaint history check yielded no other complaints recorded against this lot. This is the first complaint for this lot. A device history review was conducted by manufacturing and no anomalies were noted. Retain testing by manufacturer: thirty (30) samples from the retention stock were pulled for evaluation of needle retraction. After removal of the packaging and IV protector, each sample was activated by pressing the button to retract the IV needle. There were no defects found, as all needles retracted per product design. This complaint cannot be confirmed as being related to the manufacturing process. Regulatory compliance will continue to monitor and trend this issue.